Manufacturer narrative:
The complaint of the balloon rupture was confirmed. The balloon had ruptured. It is not known what caused the balloon to rupture during use. The rupture of the balloon was not noted during prep of the device before use. Over-inflation of the balloon can cause the balloon to rupture. However, in this case, there is no indication that the balloon was overinflated. Since the root cause of the balloon rupture is not known, no corrective action is determined necessary at this time. Manufacturing records was reviewed and there were no nonconformances associated with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
The following was reported by an edwards' sales rep: "a procedure was performed on (B)(6) 2013, the dr was in charge of placing the endoplege coronary sinus catheter. The dr did the usual prepping of the catheter. They've positioned the product using tee and fluoroscopy. During the surgery, they noted that the balloon at the tip of the endoplege catheter was ruptured. They removed the catheter and decided to use antegrade cardioplegia only."no patient injury was reported

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.